Event description:
Caller reported a cgm error 42, which was successfully resolved by conducting a pump reset. There was no adverse impact to the customer¿s blood glucose level as no further cgm error occurred after the reset. The caller successfully began their sensor session following the guidance provided by technical support.